Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a proximal pressure sensor autozero failure alarm occurred while the device was on a patient. There was no report of patient or user harm. The device was opened up, and it was discovered that the printed circuit board assembly (pcba) was not properly seated with the solenoid of the o2/flow assembly. The pcba was reseated with the solenoid of the o2/flow assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.